Manufacturer narrative:
B5: additional information added to event summary. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received reporting that the cause of the event was determined to be the tortuous anatomy as per operator. The lesion was in the distal occipital artery. There was no resistance when the apollo was being retrieved. While pushing, the markers looked stable with no movement over the wire. There are no future plans to retrieve the catheter tip. The procedure was completed with sonic, which went through the same artery where the tip was detached. The apollo tip is located in the proximal occipital artery. The subject is recovering fine from the procedure. At this time, there are no adverse events to report. There was no note of vessel calcification. The guidewire was hydrated as indicated in the IFU. There was no kink or damage noticed on any of the devices. The same wire was used for sonic. During the device use/procedure, continuous flush was maintained through the guide catheter. Additional information was received reporting that the tip got detached while navigating the apollo through tortuous anatomy of occipital artery.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report of apollo tip premature detachment and separation. The patient was undergoing surgery for treatment of an arteriovenous fistula (avf). The access vessel was the occipital artery with a diameter of 2 mm. It was noted the patient's vessel tortuosity was severe. It was reported that while navigating the apollo microcatheter over the wire, due to extreme tortuosity of the anatomy, the catheter got stuck and while pushing over wire the tip got separated. Nothing was done. A sonic 1.2 was used and the case was completed. There was no friction or difficulty during injection. The apollo tip remains inside the artery. There was no force applied during removal. The catheter tip was entrapped/stuck. There was no vasospasm. There was no surgical or medicinal intervention required. This did not occur during onyx injection. There were no patient symptoms or complications reported with this event. The device and any accessories were prepared as indicated in the instructions for use (IFU). The catheter was flushed as indicated in the IFU. Ancillary devices include a neuron max sheath, a cat 5 guide catheter, a apollo 3cm microcatheter, a chikai 008 guidewire, and a squid 12 liquid embolic.

Event description:
Additional information was received reporting that the apollo tip was not embedded in any liquid embolic case. It was proximal to the cast.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.